Event description:
It was reported to philips that the shutters were not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and found that shutters were unavailable. Upon troubleshooting fse found errors indicated shutters were available. To resolve the issue, fse restarted device and unplugged and re-inserted the collimator communication cable. Then fse checked and found issue persists. To resolve the issue, fse replaced collimator. The defective parts were returned for analysis, for collimator, failure was due to loose filter plate, error in filter unit, assembly filter plate has been repaired. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.